Manufacturer narrative:
The device was received 7/14/23 for evaluation and the inlet air filter on the inline filter was wetted out and had the appearance of prior leakage. No other damage or anomalies were visible. The returned set was leak tested per product specification. The inlet air filter leaked during testing. There was no leakage at any other location along the device. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 13" smallbore quadfuse ext set w/3 microclave (glow, 2 red rings), 0.2 micron filter, 4 clamps, rotating luer in which the customer reported that a filter leaked or cracked near the top during infusion of total parenteral nutrition. There was patient involvement, however, harm was not reported as a consequence of this event.